Manufacturer narrative:
The system was serviced in the field and there was no fault found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar l3-l5 procedure, the surgeon saw that the empty image was being sent over and over, and then the first image taken was also being sent repeatedly to the system. They rebooted the software and the same thing happened, however eventually it stopped and the case was continued. No dose report available, imaging system not involved. 10 minute delay to case. There was no reported impact on patient outcome. Additional information was received: the clinical specialist stated that this was completely user error. The site was shooting anatomy when it was supposed to be acquiring an empty image. The issue was resolved, no need for any further action.

Manufacturer narrative:
A software investigation was initiated. However it was determined that the behavior described is the intended behavior of the software. Software is functioning as designed. The clinical specialist (cs) stated that the issue was user error. The site was shooting anatomy when it was supposed to be acquiring an empty image. If information is provided in the future, a supplemental report will be issued.